Manufacturer narrative:
(B)(4). The patient's year of birth was reported as 1997. The patient experienced peritonitis on an unspecified date further described as ¿a few days back¿ (not further specified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, manifested by cloudy peritoneal effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics for 14 days (doses, frequencies, and routes not reported). Should additional relevant information become available, a supplemental report will be submitted.